Manufacturer narrative:
(B)(4). The device has not been returned to medtronic for evaluation.

Event description:
Information received from the patient's attorney states the following: the patient underwent surgery to treat scoliosis with implant of posterior hardware. Patient reportedly had pain post-op. Approximately 33 months post-op the patient underwent surgery to remove the hardware. Upon implant removal the surgeon reportedly commented on the presence of corrosion in and around the product with black discoloration of the tissue surrounding the implant at the l4-5 level.

Manufacturer narrative:
(B)(4): devices were inspected at an independent lab. Observations noted during the course of the inspection are: no returned construct components appear to have mechanically failed. Evidence of corrosion product and corrosion damage was found on the od of the rod, on torque limiting setscrews, and on the multi-axial screw saddles. The extent of corrosion was not large enough to affect the function of the construct. The fixation locations on the rods appear to show evidence of wear caused by construct motion.

Event description:
A review of patient medical records indicate that the patient underwent a two stage procedure on (B)(6) 2006 for alif at l4-5 and l5-s1 with peek interbody device/anterior screw fixation, and t10 to pelvis posterior fusion for scoliosis correction. Approximately 33 months post-op the patient presented to the ER with right hip pain. Review of CT scans showed a well fused thoracolumbar sacral fusion construct with the hardware in place, with a superficial right iliac screw. The patient underwent additional surgery on (B)(6) 2009 for removal of posterior hardware t10-iliac. Intraoperative assessment was consistent with prominent hardware. Fusion was noted successful from t0-sacrum. Removal of the hardware found the presence of corrosion in and around the hardware in the lumbosacral region bilaterally, more prevalent on the right side. There was black discoloration of the tissue surrounding the construct near the l4-5 and s1 fixation sites on the right hand side.